Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 210 mg/dl. During troubleshooting, caller reported that battery was not previously used and insulin pump was not dropped or bumped. Caller reported that battery tube compartment was cracked and battery cap was difficult to remove. After troubleshooting, caller was advised insulin pump would need to be replaced.

Manufacturer narrative:
The insulin passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads and missing end cap sticker.